Manufacturer narrative:
Unit alarmed motor error during rewind due to motor with high current draw. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to motor anomaly. Unit received with minor scratches on reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 26 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Customer was advised that insulin pump would need to be replaced. The customer¿s mother stated that the customer treated the low blood glucose with food. The pump will be returned for analysis.